Event description:
A customer reported a medical emergency that required a visit to the emergency room and subsequent hospitalization due to a low blood glucose level. The customer experienced a critically low blood glucose level of 43 mg/dl, which was notably lower than the continuous glucose monitor (cgm) reading of 80 mg/dl, leading to increased basal insulin delivery by the control-iq system. Despite no injuries resulting from the event, the customer lost consciousness but did not suffer any permanent damage. This level of inaccuracy does not present significant medical risk according to the parkes error grid. They received treatment in the form of glucagon and glucose injections, along with IV and fluids of saline, which resolved the issue. Although the caller observed no issues with the pump, insulin, or related supplies, they did identify inaccuracies in the cgm readings. Technical support performed a pump system check, confirmed the pump functioned as intended, educated the customer about the reliance of the system on cgm data, and contacted dexcom regarding the cgm inaccuracy. The system will be monitored, and further actions will depend on recurring issues. The customer remained hospitalized at the time of reporting.